Event description:
Patient had prior bilateral breast implants, mcghan 390ml implants currently known as allergan inamed. She was experiencing bilateral capsular contracture and enlarging right breast. Surgeon suspected severe right breast implant rupture with radiologic studies. She elected to remove both implants which was done today. No replacement implants were done. The pathology report and surgical findings included: left breast implant with no suspicious findings; right breast found resolving hematoma which was extruded, the implant appeared intact. The pathology of the right breast implant capsule revealed anaplastic large cell lymphoma. The patient is currently receiving treatment for lymphoma. The pathologist was aware that the FDA was requesting reports of implants associated with this type of lymphoma.